Event description:
The field engineer reported that the system displayed a communication failure error message after he booted the system up. This error message likely prevented the system from booting or resulted in a system lock-up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was replaced. The system was then found to be operating as intended.